Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing, the device seemed to not fire and cut the tissue. There was gathering of the tissue in the jaws and the staple was deployed but not formed. The surgeon proceeded to remove the stapler from the tissue and replace the reload, and was able to complete the sleeve without issue with the same device. There was a delay of five minutes. There were no adverse consequences for the patient reported. One device was discarded. Photos available.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: please send pictures to (B)(4). What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the cut line complete? Was there any issue with the cut line such as jagged, dull knife, irregular, etc?